Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm displayed 40 mg/dl, the patient stated she, "didn't bother to check on bg" and just waited for two hours thinking it would give a different reading. She did not feel anything, got scared and went to the emergency clinic. At the clinic, the cgm was 40 mg/dl and bg was taken, and it was 368 mg/dl. She was given 2 intravenous saline solutions and stayed for 5 hours. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.